Event description:
A dreamstation auto CPAP device was returned to a third party service center. During evaluation of the device, foam particles were observed inside the blower kit. There was debris on the lcd screen, scratches on the upper enclosure, and the bottom enclosure was damaged. The modem flip door was missing. There is no allegation of serious or permanent harm or injury.